Event description:
Report 2 of 2 for the second device. The physician attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy confirmed placement of the arteriotomy in the common femoral artery. It was reported that there was no difficulty with insertion of the device. The foot deployed "okay", although the lever was "hard" to move down. The physician stated that "a lot of force had to be used in order to park the foot". Because of all the repositioning and force used in an attempt to park the foot the physician was not sure if the sutures were properly placed. Therefore he cut the suture and used a second device. The physician reports that the "exact experience" occurred with the second device. The suture was cut on the second device. Manual compression was performed. Hemostasis was achieved. There was no report of an adverse pt event.